Event description:
It was reported that the workstation on the 2800 system was not communicating with x-ray, could not load patient information. It was also reported that the system could not make x-rays, the table remote control was non responsive and a power code error displayed. No patient injury reported.

Manufacturer narrative:
A ge rep performed an on site investigation system was rebooted twice then recovered to normal operation. System returned to service. No specific conclusion can be drawn. If add'l info becomes available it will be reported.